Event description:
It was reported that the customer requested assistance with programming the insulin pump. The customer's blood glucose level was 39. The customer was advised to follow up with healthcare provider if current setting need to be changed. The customer was assisted with programming. The customer had a snack and was low because he worked and eats the same thing all the time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.